Event description:
The patient had good stimulation after device implantation but experienced a loss of stimulation sensation and therapeutic effect on one side. Group impedances were greater than 4000 ohms on the side corresponding to the area of no stimulation. Impedances were greater than 10,000 ohms on electrodes 8-11. Impedances were normal on electrode combinations 0-3. There was no known incident or accident related to the complaint. The pt was in the clinic at the time of the complaint. Additional info has been requested from the hcp. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.